Event description:
It was reported that the customer was hospitalized with high blood glucose. It was stated that when the cannula was removed it was bent. The time, date, basals, bolus and alarm history were correct. The insulin did exit during the manual prime test, and the high pressure test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leaks/occlusions/o-ring defects were found during test.